Manufacturer narrative:
H10: per good faith effort (gfe) response received 22apr2024, the authorized service provider (asp) stated that the issue was confirmed, and after the hospital equipment department replaced the patient circuit, the device passed the required performance verification tests per philips standard and was returned to service. The cause of the issue was due to a user error as the patient circuit was not checked per the user manual prior to use. Per follow-up gfe response received 28apr2024, it is unknown if the patient circuit is a philips recommended patient circuit. At this time, the part number and lot code of the defective patient circuit could not be provided. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that when the pipeline was replaced for the patient, the customer opened the new pipeline and found that there was an air leakage in the pipeline. After investigation, the pipeline was found to be damaged. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that when the pipeline was replaced for the patient, the customer opened the new pipeline and found that there was an air leakage in the pipeline. After investigation, the pipeline was found to be damaged. Resolution and disposition are pending.